Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2016. The caller reported the customer's blood glucose was 685 mg/dl at the time of incident. The caller stated the customer was hospitalized because the insulin pump was ineffective with lowering their blood glucose. The cause of the hospitalization was determined to be diabetic ketoacidosis. The customer was treated with an IV drip of insulin. The customer was wearing the insulin pump at the time of incident. The customer's current blood glucose was 268 mg/dl. The caller declined to return the insulin pump for analysis.